Event description:
During a stent placement procedure, while placing the stent, the monitor failed. The artery was dissected. Three add'l stents were needed to complete the procedure. The pt is reported to be doing fine.